Event description:
Pt had a double mastectomy. Two mcghan tissue expanders, style 133 mv 400cc, product number 67-133mv13, were installed. Oncologist ordered an mir; plastic surgeon said it wasnt a problem. When pt entered the MRI room, pt felt ill. The MRI began and body began to burn and swell with fluid. Rptr checked with mc ghan; the tissue expanders have magnets in them for placement detection and at the ports. MFR said the label clearly states MRI is not recommended. Rptr has not seen the label as yet, nor has rptr received the medical reports. Pt returned home working until the end of this year. Pt is in pain; has an infection. Pt was told the magnets could move in body from the MRI and cause damage etc. Rptr has contacted ge also. The machine was not at fault, it was misused.